Manufacturer narrative:
Follow-up: per biomed cleaned off both inlet filters and ran the device over night with not alarms or issues. Cleaning the filters corrected the problem. The biomed stated that he could not provide patient info. No further information provided.

Manufacturer narrative:
The customer was contacted inquiring for patient information, event date and repair details. Left a voicemail and e-mail sent.

Event description:
The customer reported that the ventilator alarmed with blower temperature high occurrence. The customer reported the device was in use on patient, but there was no patient harm reported.